Event description:
An attempt was made to administer device defibrillator therapy to the pt. Reportedly, the defibrillator would not function. The observation or observations upon which this allegation was based was not reported. An AED was immediately made available and used. Pt outcome was not reported, but the reporter states pt outcome was not affected by the discrepancy due to use of the AED.